Manufacturer narrative:
Initial and final MDR 2586118-device 1 of 3. E1: patient city: (B)(6). Patient country: spain request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced three tapes not sticking issue on 02-mar-2026 due to accidental untaping. No further information is available.